Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing noted possibly contributing to inappropriate event termination. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.